Event description:
Patient stated that, the full amount of flolan and diluent would not go in and she would have to draw out about 5ml. She also stated that towards the end of her dose, she would have a lot of bubbles.